Event description:
The customer reported a black screen when pressing the act, esc and b buttons. The customer was unable to program boluses due to the issue. Also, unable to conduct the self test due to the black screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with a blank display due to a problem with the liquid crystal display board.